Manufacturer narrative:
The investigation for the positioning issue has been completed. Product was not returned for review. Based on clinical description, the root cause of the positioning issue was most likely use related.

Event description:
The complainant reported that a patient was on impella 5.5 support due to st elevated myocardial infarction and multi vessel disease. While on support, suction events occurred, and impella moved to aorta during repositioning it was unsuccessful in recrossing aortic valve and hemodynamics were baseline so decision was made to explant the pump. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.